Event description:
The following was reported by the attorney for the pt: (B)(6) 2006: the pt had a composix kugel mesh implanted to repair a hernia defect. On (B)(6) 2008: the pt presented to hospital and previously placed mesh product was removed after it failed and injured pt severely. The attorney alleges the pt has suffered and will continue to suffer physical pain. The pt was seriously and permanently injured.

Manufacturer narrative:
We have contacted the initial reporter to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. The attorney report does not identify a specific device problem and no product was returned for eval, therefore, it is unk whether the device may have caused or contributed to the event. No conclusion can be drawn at this time.